Manufacturer narrative:
Investigation summary: the complaint device was not returned for physical examination. The lot number is unknown and therefore, the device history record could not be reviewed. No photos were submitted. The instructions for use were reviewed and listed as a potential adverse event is 'laceration or tearing of vascular structures or the myocardium.' The complaint failure will be monitored, tracked and trended per the post market surveillance and complaint handling process.

Event description:
No new information received for event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The area representative reported, during a right ventricular (rv) cardiac lead extraction procedure performed on a (B)(6) male patient, a lead extraction evolution rl controlled-rotation dilator sheath set was used but it could not be advanced beyond the superior vena cava/atrial junction. This was put aside and a new one was opened. While using the lead extraction needle¿s eye femoral snare, it caught the lead quickly. When advancing the outer sheath to give counter traction, the lead came away from the heart. A transesophageal echocardiogram (toe) showed a pericardial effusion. The surgeon opened the patient¿s chest by performing a thoracotomy and repaired a small apical/ventricular tear. The patient was reported to be fine and was transferred to cicc. Additional patient information has been requested.